Manufacturer narrative:
A lot history review could not be performed as the lot numbers were not provided. Neither sample was returned for evaluation. However, two sets of medical records were provided, and one malfunction provided images for review. Both investigations are confirmed for the expansion failure issue. The root cause could not be determined. The devices were labeled for single use.

Event description:
This report summarizes two malfunctions. A review of reported information indicates that model ec500f, vena cava filter, allegedly experienced expansion failure. This information was received from multiple sources. These malfunctions involve two patients with no consequences. One patient was reported as a (B)(6) year old female weighing (B)(6) kgs, the second patient was a (B)(6) year old male, weight not provided.